Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the fall's effect on the implant was unknown. The office ordered an x-ray. When the rep spoke with the patient they were unable to turn stimulation up very high, like there was an impedance. The cause of the max settings message was unknown. The most likely cause was the patient's fall. The patient will be getting an x-ray. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2phx2, mplanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: lead. UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep) on 2026-jan-29. The rep reported that it was a simple [lead] revision. The patient needed a new [lead]. They explanted the lead but reused the existing battery. They implanted a new lead on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2phx2, implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called providing an update that their fall had broken the lead wire and they had the lead replaced on (B)(6) 2025. The patient said they moved the lead from their left side to their right side.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they wanted to check to make sure everything was working because they didn't do it very often and that somehow they screwed up their remote. The patient stated they fell on friday ((B)(6) 2025 mostly on their head, but that they'd fallen pretty hard and so they went to check their ins settings and at first they were "right" at 1.6 ma but then they'd done "something" to the remote. Patient stated the remote hadn't been holding the charge so they set the programmer down and they don't know what they did to it, and the setting was now at .04 ma. Patient stated they'd called their representative on friday after it happened and left a voicemail about the situation and the voicemail recording had instructed them to call patient services so the patient called today ((B)(6) 2025). Patient also stated it was taking a long time anymore to connect to their settings when they tried to connect last night (2025-jan-26). Patient services asked the patient if they thought they went to a new program when they were looking at their programmer on friday and the patient stated it was possible, that they'd done "something to screw it up." Patient services walked the patient through connecting to their settings and the therapy was on at 0.4 ma. They tried to increase and they stated they got a message that said "system is operating at maximum settings. Therapy cannot be increased" patient then tried to switch to another program and they got another maximum settings message at .04 ma. Patient services reviewed the meaning of the message with the patient and suggested to the patient that their fall on friday could have contributed to the maximum settings message. Patient then tried to go to another program while still on the call with patient services and they were able to get up to 1.5 ma on program 3 before they got the maximum setting message again. Patient stated they still couldn't feel the stimulation on any of the settings today. The issue was not resolved through troubleshooting. The caller was redirected to follow up with their managing health care provider to further address the issue. Patient stated they could not recall the name of the urologist who was their follow up health care provider but it wasn't their implanting hcp. Patient stated their follow up hcp was the hcp who referred them for the implant but they could not recall her name. Patient stated they would call their rep about the issue and that they would also follow up with their hcp to check the implanted system. Documented the reported event. No further action was taken by patient services.